Manufacturer narrative:
H10: the field service engineer (fse) replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that during set up the unit alarms low leak co2 rebreathing risk on screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device alarms low leak co2 rebreathing risk on screen. It was noted that the whisper swivel was in place, .25 test adapter was in use, and air inlet filter was recently changed since it was reported to have been very dirty in the past. The rse recommended to replace the gas delivery system (gds) assembly. The customer requests onsite service under contract. Investigation is ongoing.